Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error 25alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance on j6/pcba1. After disconnecting and reconnecting the internal battery connector on j6/pcba 1 pump was monitored, minor scratched display window and functioned properly. Unit received with scratched case. The complaint was previously reviewed in easytrak and was converted into smart solve on (B)(6) 2017. Upon conversion, the complaint record was pushed into reassessment status for review. It was confirmed there was no relevant information to change the reportability decision.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was 88 mg/dl. Recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.